Manufacturer narrative:
Product event summary: analysis could not confirm the reported event of the programmer shutting off. Correct operation was verified, and the programmer was opened to inspect for moisture and/or corrosion. No evidence of water damage was found. System errors were found in the programmer logs, the latch tabs were broken off the power cord bay door, the stylus was missing, and the printer was noisy, with a tooth missing from a gear on the printer roller, yet it printed as expected.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer would randomly shut off. It was noted that there was possible water damage. The programmer was returned for repair. No patient complications have been reported as a result of this event.